Manufacturer narrative:
(B)(6). This report is for a trochanteric fixation nail (tfn) short nail/unknown lot. (B)(4). Device has not been explanted yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a revision procedure and a total hip arthroplasty. The devices were removed without any surgical delays or additional medical intervention. The patient status/outcome was reported as stable. It was also reported that the patient has a right trochanteric fixation nail (tfn) short nail that has also lost fixation and will be revised in the future. This complaint refers to the tfn short nail that lost fixation and involves three devices. It was further reported that the patient underwent a revision procedure related to a left trochanteric fixation nail-advanced (tfna) on (B)(6) 2015. This issue has been captured and reported under (B)(4). This report is for a trochanteric fixation nail (tfn) short nail. This is report 1 of 1 for (B)(4).